Event description:
Physician called because of magnet rate 30ppm. This value is very low since eri is 77 ppm. Last follow-up, magnet rate was measured at 85 ppm. Pt is 100% paced, with no problem capturing. Physician moved magnet all around over pacemaker he moved to 9 locations. First 8 timees, rate was 30 ppm. The ninth time, when magnet was removed, no outtput was noted. This condition could not be corrected.